Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that alarmed out of service on channel a was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made for this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed that the device has not been previously sent in for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump that alarmed out of service on channel a. The facility reported that this occurred during delivery in the intensive care unit. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient injury or medical intervention necessary. No additional information is available. The user interface module software version is unknown at this time.